Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated during hemodialysis treatment, the customer noticed air bubbles in the catheter. The tubing and dialysator machine were replaced but did not resolve the issue. A leak was identified at the junction of the extension tube and bifurcate. A new catheter was used to replace the arterial and venous extensions. There was no harm to the patient.